Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 12 atm for 30 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.